Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg replacement on (B)(6) 2019 (manufacturer report number 3006705815-2020-00046) the lead had high impedances. Surgical intervention took place where in the lead was explanted and replaced.

Event description:
Additional information received indicates effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.